Event description:
A false positive advia centaur troponin ultra result was obtained for a patient sample. Testing was repeated for the patient sample on the same system and on another advia centaur. The results were at the cutoff. The repeat result was reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.